Event description:
Reporter alleged the blood glucose device generated a result outside the reading range of the meter. Customer stated the meter read 610 mg/dl, however, when obtaining the result, she stated not feeling high glucose at the time so took normal medications. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.